Manufacturer narrative:
(B)(4). Additional information requested and received: please explain what is meant by ¿could not hold the handles¿? "When I close the jaw, I realized that the handles escaped from the stapler. They slid..." Was the surgeon able to get the closing handle locked? Yes. Was the device difficult to close or fire? No. When was the bleeding identified? How was it addressed? It was identified after surgery. It was necessary to reoperate the patient to stop the bleeding. Why does the surgeon believe the closing issues were related to event? He associates the fact that the handles slid at the time of the firing, it impaired the correct / ideal staple line formation. Additional information received: patient had to be hospitalized in the ICU, but recovers well. Patient was re-operated because he/she was bleeding. The patient presented bleeding and bowel obstruction. He/she had improved his/her clinical condition, left the ICU and probably was discharged on (B)(6) 2016 (dd/mm/yyyy).

Event description:
It was reported that during a bariatric by video bypass procedure, the device could not hold the handles. He mentioned that at the time of stapling of the handle with stomach, the handle was releasing from the stapler jaw. The procedure was finalized with the same device. It was necessary to approach the patient again to stop the bleeding. Intervention was required to prevent permanent impairment or damage. Hospitalization required.